Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with spinal therapy. It was reported that one of the alliance patients is being direct admitted from clinic for a revision surgery. It looks like one of the interbody cages is displaced and that is the reason for the surgery. Cage was repositioned. Patient continued leg pain thought to be non-resolving due to cage displacement.

Manufacturer narrative:
Section d4. Product identifiers are unknown section g4. 510k is unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
MDR was submitted in accordance with activities related to CAPA#734075. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating cage displacement; interval rotation and dorsal displacement of the intervertebral disc cage at l3-l4 with displacement into the spinal canal. Additional procedure was performed as a result. Diagnostic imaging was performed. Patient was hospitalized. Sponsor assessment: causal relationship to study procedure. Investigator aligned with the sponsor assessment. There was additional medication was administered to patient. Hydromorphone (dilaudid) was administered from (B)(6) 2023 to (B)(6) 2023. Details are as per below- hydrocodone-acetaminophen - started on (B)(6) 2023 and ended on (B)(6) 2024. Dose: 5-325mg via oral route to treat post op pain. Dose: 30/30mg via intravenous route for post op pain. It was reported that the interbody cage was displaced on (B)(6) 2023. As a result patient was hospitalized from (B)(6) 2023 to (B)(6) 2023. X-ray was performed on (B)(6) 2023 and the results shows that the cage was displaced into the spinal canal at the level l3-l4. Computed tomography was performed on (B)(6) 2023, results show that there was hypodense fluid collection in midline of paraspinal soft tissue and the displacement of l3-l4 intervertebral disc cage. Event: interval rotation and dorsal displacement of the intervertebral disc cage at l3-l4 with displacement into the spinal canal and continued right thigh pain. Additional procedure was performed on (B)(6) 2023 at the levels l2, l3 and l4. Devices implanted during the index surgery remain in the subject at the end of this additional spinal surgery. Site related assessment: the adverse event was not related to study device and causally related to the study index procedure. Sponsor is aligned with the site assessment provided. No further complications reported.